Manufacturer narrative:
Calcium gen.2 - the reagent lot number is 86116801, with an expiration date of 31-may-2026. Albumin gen.2 - the reagent lot number is 85575001, with an expiration date of 31-may-2026. The field service engineer (fse) inspected the analyzer and found the rinse water level lower than the acid and base reagents in the cuvette¿s rinse mechanism. He adjusted the rinse volumes and verified the analyzer's performance with precision checks and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 and albumin gen.2 results from several patient samples tested on the cobas c 503 analytical unit. The reporter provided the following examples of discrepant results: patient sample 1 on (B)(6) 2025: calcium the initial result was 2.61 mg/dl. The repeat result was 8.27 mg/dl. Patient sample 2 on (B)(6) 2025: calcium the initial result from the analyzer was 2.37 mg/dl. The repeat result from another c 503 analyzer was 9.08 mg/dl. Patient sample 3 on (B)(6) 2025: albumin the initial result from the analyzer was 0.482 g/dl. The repeat result from another c 503 analyzer was 4.4 g/dl. The reporter detected the questionable results in their laboratory information system (lis) and upon review, which prompted the reruns. The repeat results were deemed correct.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.